Event description:
It was reported that after 45 mins of surgery, the unit broke and a piece fell inside the joint cavity of the pt. It was further reported that the broken piece was retrieved. There were no adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.